Manufacturer narrative:
No patient injury as patient had just got onto table. Upon review, it was noted that the device had not been maintained, the batteries were dead, and the table's locking mechanism was out of adjustment. The table was adjusted, and the customer was informed that the batteries were required to be replaced. To date, the customer has not ordered replacement batteries from mizuho (B)(4). The customer was notified of the requirement and of its importance to the functionality of the table.

Event description:
Our independent service repair representative was requested to review a table. After his review, he was informed that the hospital had dropped a patient.